Event description:
It was later reported that the patient was not having any therapeutic effect. When they first did the implant it did not work so a week after implant around (B)(6) they had to go back in and reposition the wires. The patient met with representative at the physician's office 4 weeks ago to move the stimulation forward and he was still not seeing any results. The representative told him he might have not been getting any relief because the stimulation was farther back to the rectum area rather than up forward in the testicle area. The patient was instructed to try each program at the highest possible setting before moving to the next program. The patient started at program 1 at 0.8v over the last 4 weeks he got up to program 4 where he was not feeling any stim sensation at all. Last (B)(6), the patient went back to program 1 at 1.0v. Before implant the patient was getting up 8-9x at night and last night he was up 9x between 11pm and 7am this morning. If the patient went up to 1.2v, he could not even stand to walk. Right now the patient went up to 1.1v and it was really stinging and went to 1.2v and was gritting his teeth and quickly went back down to 1.0v where it was bearable. The representative told the patient at the appointment that his nerves are very sensitive.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient stated that he had implant surgery and ¿could not feel anything and it was not working properly so they had to redo it a week later.¿ the day after implant it was determined by ¿the technician¿ that ¿the lead had come loose and was not communicating with the stimulator.¿ the lead issue was fixed on (B)(6) 2013. The patient was initially on program 1 at 0.5 volts and was not getting any stimulation so raised it to 0.9 volts. The patient stated that ¿then all of a sudden he stopped going to the bathroom and was running to the bathroom all night.¿ this went on for ¿about four days¿ and then the patient started having problems again. The patient moved to program 2 at 0.5 volts and increased to 0.9 volts again. The patient was on this setting from (B)(6) 2013. ¿last night¿ the patient started ¿having this huge anxiety to run to the bathroom back and forth, stool and urine.¿ the patient was passing gas and had not eaten anything unusual. The patient then adjusted to 1.0 volts but it was ¿too strong,¿ so he moved to program 3 at 0.5 volts and that seemed to make it worse and the stimulation was ¿too strong.¿ the patient stated that it was not ¿hurting or anything.¿ the patient stated that ¿last night took him back two years. It was always the problem just that the patient was urinating, but then all the sudden he had a flare-up of nice and smooth and satisfied to a peaking going right back to where he was at.¿ the patient still felt stimulation and ¿until yesterday¿ things were improving, but at the time of the report he felt like he had to go to the bathroom. The patient had not tried program 4 and intended to try it. The patient had an appointment scheduled with his health care provider (hcp) for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v422402, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v422402, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. It was indicated that the patient had been in the hospital twice.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect and symptoms included loss of bladder control and overactive bladder. It was noted that since the patient got the implantable neurostimulator (ins) he was going six times a night but then went back up to eight to nine times a night, which is how it was before the patient got the ins. It was reported that the patient had the trial for seven days and it gave him more relief than the actual implant. The reporter stated that the healthcare provider "had to do the ins" two times and the first time it was implanted the patient was getting poor communication. It was reported that the patient had to wait a week and had to go back in to connect the wires. It was noted that three weeks after that, the ins "wasn't doing any good." It was reported that manufacturing representative met with the patient and added other programs to the programmer. The reporter stated that three weeks prior to the report, the patient met with the manufacturer representative again because it seemed like he wasn't getting any stimulation. It was noted that the patient was still experimenting with other programs. It was reported that the patient was told to switch programs every two days. It was reported that the patient was supposed to meet with the manufacturer representative the following week to give him the results.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the patient continued to not have much success with therapy. During a reprogramming session in early (B)(6) 2012, the patient was zapped three times in a row. After the reprogramming, the patient's testicles hurt and the patient had to turn the device off. The device was shortly turned back on and left on until the patient had until the day prior to this report, as the patient had a doppler test on his legs. The device was on at the time of the call, but the patient could not increase past 0.5v because the patient would feel pain in his testicles. A slight improvement in nighttime frequency from pre-implant to post-implant was noted. It was added that the patient could feel a difference in stimulation when they went from sitting to standing. The patient had an appointment with their healthcare provider on (B)(6) 2013.